Manufacturer narrative:
(B)(4). Incomplete/interrupted firing stroke. The ec45al device was received for analysis with no visual non-conformances, in the locked position, and with an ecr45g cartridge reload present. The cartridge reload was received partially fired. It should be noted that in order to open a device with the indicator not on the 0 position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostate procedure, the device was pre-fired prior to using it. They tried to open the jaws of the device while in the patient and were unable to. The scrub tech loaded a new reload. There were no patient consequences. Additional information: was the device stuck on tissue? No if yes, how was it removed? On what tissue type was the device used? It was going to be used on the prostate but they couldn't open the jaws. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. During which stroke did the event occur? N/a. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? They had to manually open the jaws. Was there any difficulty removing the device from the tissue? N/a. Is there any other additional information you would like to share about this device or procedure? No. I suspect the firing trigger was accidentally bumped preventing the jaws from being opened but was not present in the case.